Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, a balloon rupture occurred. The 100% stenosed lesion was located in the moderately calcified and mildly tortuous superficial femoral artery. The f/g, sterling, mr, 3.0 x 20/135 (4f) balloon was used to dilate the lesion. After reaching the targeted lesion, the physician attempted to remove all the air inside the device by deflation, however, it was noted that the balloon had ruptured. The balloon was removed intact. The procedure was completed with a different device. The patient status is good with no complications reported.